Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an electrogram (egm) was provided to review possible false atrial fibrillation (af) detection episode. Review of the egm revealed the episode appeared to be a false af detection due to r to r interval variability and premature ventricular contractions (pvcs). The patient will continue to be monitored.